Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant product: 6947m implantable defib lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that one day post system implant, it was discovered that the patient had a hematoma. The patient was treated for the hematoma through intubation and medication. The device, right ventricular (rv) and atrial lead remain in use. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient was experiencing pain in their left arm and recurrence of the pocket hematoma had occurred. A wick was placed in a sore of the incision made at system implant. Device remains implanted and in use. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).